Event description:
Please refer to the initial report.

Manufacturer narrative:
On site the power supply was identified as error cause by draeger service. It was exchanged and sent in for investigation. A faulty fuse was found, which resulted in a failure of the internal supply voltage of the power supply during the event. In this case the evita 4 stops the ventilation, the display turns black and the safety valve opens to allow for spontaneous breathing. An acoustical piezo-alarm, independent from the power supply is generated for at least two minutes. The evita 4 reacted as specified for this failure condition. By exchanging the power supply was problem was solved. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the evita 4 was in use on a patient, the device turned off and generated and acoustical alarm. No injury reported.